Manufacturer narrative:
The t:slim pump user guide states: during the fill tubing process, insulin delivery is stopped and must be resumed upon completion. If you select fill tubing from the load menu but do not complete the process within 3 minutes, the fill tubing alert occurs. Tap close to return to the screen you were on prior to the alert, and complete the tube filling process. Additional information received on (B)(6) 2016 indicated that the customer had not received another occlusion. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the pump supplies multiple times. During one supply change, the customer received an alert 14 during the fill tubing process. The customer successfully completed the load process during a second attempt. The customer's blood glucose (bg) level ranged from 153 to 255 mg/dl. A correction via the pump and insulin injections were used to address the bg level. One system check showed the pump to be operating as expected and after the most recent occlusion, the customer reported that the vial of insulin appeared to have solidified. The customer used insulin from a new vial and changed the supplies.